Event description:
It was reported that this pacemaker was part of a system revision due to systemic infection. The patient experienced swelling and numbness at the pocket site. There were no additional adverse patient effects reported. This pacemaker was explanted.